Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all orders and patient data failed to transfer, causing the system to enter critical override mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders and patient data failed to transfer, causing the system to enter critical override mode. A technical support specialist (tss) accessed the server via a secure link, ran a site-down query, and confirmed that messages were current. No critical notices were displayed in health sight viewer. The tss contacted the customer to provide an update and continued monitoring the situation before marking the case as complete. The customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.